Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the caretaker, on approximately on (B)(6) 2025, the patient self-treated when the cgm reading was low. After this, the patient experienced feeling unwell and called the paramedics. When a fingerstick was taken the blood glucose reading was more than 20.0 mmol/l, and when ketones were tested these were 6.0 mmol/l. The patient was brought to the hospital and would have experienced diabetic ketoacidosis (dka). The patient was treated for dka, but no specific treatment was reported. It was not known how much time the patient was at the hospital for. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.